Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was entering the sheath. There was left atrium mapping after catheter placement. After that, while right atrium mapping was performed, it was visually checked that air was coming into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Immediately, the vizigo sheath was removed from the body and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchange to resolve issue. The physician immediately noticed that air was entering and judged that there was no complication such as air embolism because there was no change in the patient's consciousness or st. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal action related to the reported complaint was identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air was entering the sheath. There was left atrium mapping after catheter placement. After that, while right atrium mapping was performed, it was visually checked that air was coming into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This occurred 20 minutes since use of the sheath was started. Immediately, the vizigo sheath was removed from the body. The condition was resolved after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchange. The physician immediately noticed that air was entering and judged that there was no complication such as air embolism because there was no change in the patient's consciousness or st. The procedure was completed without patient's consequence. Additional information received indicated air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 14-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).